Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented for a first follow up appointment after implant and had high, unstable thresholds of the right ventricular (rv) lead. A scan indicated that the rv lead had perforated the myocardium. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.